Manufacturer narrative:
Age, weight, ethnicity: unknown, information was requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4625 -incision enlargement & sutures. Health effect - clinical code 4581: no code available (incision enlarged). Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was pre-soaked in balanced salt solution (bss) as usual and felt normal while advancing. After lens was implanted a central defect was noticed. The lens had to be explanted. The doctor used iol scissors to cut lens in half and enlarged the wound to remove the lens. The 10/0 nylon was placed out of caution with the larger incision. It was indicated that no vitrectomy was required and that the incision enlargement and use of suture were unplanned. The surgery completed successfully using another johnson & johnson lens of the same model and diopter as the replacement. Although the patient outcome is unknown; however, it was confirmed that there was no patient injury. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 13, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens and simplicity were returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and further inspected under magnification and lens damage was observed on the optic and haptic of the lens. The complaint simplicity handpiece was inspected under magnification and no issues were identified. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.